Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. There was no patient involvement. No additional information.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing. The functional testing failed volumetric accuracy testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was determined to be deteriorated piston foam. The piston foam was replaced to resolve the reported condition. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.